Manufacturer narrative:
The account found the side rail latching hardware needs cleaning. The account cleaned and lubricated all side rail latch hardware to resolve the issue.

Event description:
The account alleged the side rail is hard to latch. No pt impact.